Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, the trapezoid rx basket failed to crush a stone of approximately 1 cm in size. The trapezoid rx was then placed in an alliance ii handle; however, the handle of the trapezoid became deformed and the stone could not be crush. The stone was successfully crushed with a soehendra lithotriper device. The tip also detached once the soehendra lithotripter was used and the basket was safely removed from the patient. There were no patient complications reported as a result of this event.